Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 458 mg/dl. Customer stated that, she has been experiencing very high blood sugar reading for the last two days and yesterday customer disconnected from the insulin pump and blood glucose went high to 512 mg/dl, treated with syringe and then went down to 458 mg/dl and then 188 mg/dl. Customer treated high blood glucose with syringe. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Customer declined to continue pump troubleshooting. Customer stated that, she noticed the cannula was bent after removing the infusion set. Customer stated that, she has an air bubbles in the tubing line. Approximate size of air bubbles is size of an eraser. Air bubbles were noticed by customer during therapy. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will not be returned for analysis.